Event description:
As reported by the field clinical specialist, a patient with a 23mm SAPIEN 3 Ultra aortic valve implanted for 4 years and 2 months underwent a valve-in-valve procedure due to degeneration and paravalvular leak. The patient was symptomatic with dyspnea. The existing valve was pre-dilated with a true balloon. A 23mm SAPIEN 3 Ultra RESILIA valve was deployed successfully with 2 extra cc. There was no central aortic insufficiency noted and paravalvular leak was reduced. The patient was in stable condition.

Manufacturer narrative:
D4. UDI (b)(4).Investigation is ongoing.